Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the control panel assembly. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare recommended to the hospital to replace the control panel assembly. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the bag/vent switch was not functioning as expected. There was no report of patient involvement.